Event description:
The reported description notes that a technical message was displayed on the pt monitor "speaker malfunction" with no audio function. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that a technical message was displayed on the pt monitor "speaker malfunction" with no audio function. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.